Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 and was released on (B)(6) 2015. Customer's blood glucose was 52 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.